Manufacturer narrative:
The t:slim x2 basal iq user guide states: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer reported changing cartridge every four to five days. Tandem customer technical support informed customer that this is off label per the user guide. Customer's blood glucose was 511 mg/dl. Customer administered a manual injection to address blood glucose. Customer resumed insulin delivery.